Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: bilateral deflation.

Event description:
Patient representative reported deflation, ¿pain,¿ implants ¿were unreasonably dangerous and defective,¿ ¿proximately and directly caused [the patient¿s] bia-alcl,¿ and ¿severe emotional distress, mental anguish.¿ patient representative also reported patient experienced ¿suffering,¿ this event is not related to the device. This record is for the lftt side. Device was explanted.